Manufacturer narrative:
(B)(4): brief description of complaint: plasmablade¿ needle - bent tip - upon opening the packaging the tip of the blade was bent. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ needle, product number: ps200-001, lot number: 0211092928, expiration date: 15-apr-2019, quantity returned: 1. Testing performed: device packaging inspection: one returned plasmablade¿ needle was received inside a cardboard box within a biohazard bag with paper to fill the negative space. The display box was returned; the device information was confirmed against the information listed within gch from the display box. There was product event form provided. Device visual inspection: the device clean and unused. The electrode tip is damaged, the tip is bent, which visually relates to the reported complaint description, all other components appear in place and intact, image # 1 thru image # 4. The electrode insulation coating is flaking and peeling. The device plug supplier is (B)(4). Functional inspection: the complaint was confirmed via visual inspection; therefore, the functional inspection was not performed. Lhr review: a review of the lhr for lot # 0211092928 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the device electrode tip is bent; however, it cannot be determined when or how the tip was damaged. The complaint will be tracked and trended in gch additionally, it was found that the electrode insulation coating is damaged, flaking and peeling. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1367 rev. E - product specification and quality plan - plasmablade¿ needle 70-10-1446 rev. B - peak plasmablade¿ needle - IFU 61-10-0017 rev. H - device button tactile test procedure test equipment: the complaint was confirmed via visual inspection; therefore, no test equipment was utilized. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During analysis, it was found that the plasmablade electrode insulation coating was flaking and peeling. Failure was found during analysis, therefore patient demographics were not requested.